Event description:
It was reported that a patient underwent a gynecological procedure on 04/12/2012. During the procedure, there was no drive to the disposable. The procedure was completed with another device with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
(B)(4): the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The unit was returned for not driving the disposable hard enough which was verified and found to be due to a misalignment of the cpc connector and coupler.in addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.